Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache, nausea, vomiting and cloudy solution. The cause of peritonitis was not reported. It was reported that the patient was hospitalized due to the event and was treated with a full course of unspecified antibiotic (dose, route, frequency and duration were not reported). At the time of this report, the patient was discharged from the hospital however, the outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.